Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. No pump error 130 alarms noted during testing. Moisture damage was found on the electronic assembly during visual inspection. Pump received with scratched case. Pump received with pillowing and cracked keypad overlay at select button. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was able to clear alarm. Customer was able to complete rewind. Customer performed displacement test and test passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.